Event description:
A second floor ICU pt was receiving secondary infusion of potassium chloride. The rn expected the infusion to run over two hrs however the bag was empty in minutes. The clinical mgr was contacted who attached a 100 ml normal saline bag to secondary line and observed primary bag becoming fuller. The pump was changed with same result. The primary and secondary set were changed with initial pump running and infusion proceeded without problems. The primary infusion was d5 1/2 normal saline to run at 100 ml/hr. The secondary infusion was potassium chloride 20 meq in 100 ml to run at 50 ml/hr. There was no pt harm reported and no medical intervention occurred. The customer stated that the user did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the eval is completed.